Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension product ID 3387-40, lot# l52475, implanted: 1998-(B)(6), product type lead. (B)(4).

Event description:
It was reported that when the patient had their first implant in 1998, the left lead got infected. A revision was completed a couple months later, but it was stated that the lead "wasn't quite at the thalamus." Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).